Manufacturer narrative:
(B)(4). Approximate age of device- 3 years and 1 month. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient presented to the hospital on (B)(6) 2018 with low flow alarms and was admitted. The patient was reported to be asymptomatic with an inr of 3.8 at the time of the event. An echocardiogram (echo) revealed that the aortic valve was opening at every beat and the left ventricle (lv) was not able to be offloaded completely. A CT scan showed an outflow graft kink between the bend relief end and aortic anastomosis. On (B)(6) 2018, the patient was started on integrillin and the low flow alarms resolved. On (B)(6) 2018, the patient was taken to the operating room (or) for replacement of the outflow graft. It was stated that the graft was deemed too long by surgeon. The outflow graft replacement was uncomplicated and the patient left the or with chest closed. The parameters of the pump were set at a speed of 9200 rpm with flow 4.5 lpm and all vital signs were stable. Post outflow graft replacement, echocardiogram results showed that the aortic valve was closed and lv was able to offload. No additional information was provided.

Manufacturer narrative:
The reported event could not be confirmed through this evaluation. The explanted outflow graft was reportedly disposed and is not available for investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.